Event description:
A customer complaint was received for s. Agalactiae isolate with susceptible results for clarithromycin and levofloxacin using a walkaway but visually were resistant. Results could not be confirmed as the isolate was not sent to siemens by the customer. Panels were visual verified and correct results were reported to the physician. There was no adverse impact to pt treatment. Siemens conducted a field correction, internal number (B)(4), FDA number z-1272-2013 on march 6, 2013, for false skipped wells and false susceptible misreads with s. Agalactiae affecting multiple antimicrobial agents on microscan microstrep plus type 5 panels ((B)(4)), microfast type 5j panels ((B)(4)) and microfast type 7j panels ((B)(4)). The customer letter stated results should be visually verified for s. Agalactiae isolates on the above panel types. A review of complaints associated with this field correction determined a MDR was needed.

Manufacturer narrative:
Evaluation: method (3367) use testing. Results: definition - discrepant results between visual and instrument interpretations. Conclusion: design deficiency - discrepant results between visual and instrument interpretations.